Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a lens was defective and explanted. Add'l info, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested 05/18/2007, 05/23/2007 and 06/05/2007 by phone, mail and fax. Add'l info was received 05/21/2007 by phone. A completed questionnaire has not been received.